Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received discrepant results for one patient sample tested for tina-quant d-dimer (ddi). Other patient samples did not exhibit any issue and other tests run on the analyzer are running well. The sample initially resulted as > 9.00 ugfeu/ml accompanied by a data flag. The analyzer automatically repeated the sample with a dilution and it resulted as 0.53 ugfeu/ml accompanied by a data flag. The sample was then programmed on the analyzer with a times 3 dilution and it resulted as > 27.00 ugfeu/ml accompanied by a data flag. The sample was then automatically repeated by the analyzer with a dilution, resulting as 3.51 ugfeu/ml accompanied by a data flag. A sample value of 0.585 ugfeu/ml was also provided, but it is not clear if this is a true value or if this value may have been manually calculated by mistake. The sample was also diluted manually using saline with a times 3 dilution and gave a result of 0.16 ugfeu/ml. The calculated result of this sample was 0.48 ugfeu/ml. The sample was also diluted manually with water at a times 3 dilution and gave a result of 0.19 ugfeu/ml. The calculated result of this sample was 0.57 ugfeu/ml. The 0.48 ugfeu/ml value was reported outside of the laboratory and believed to be correct. The patient was not adversely affected. The ddi reagent lot number was 69769401 with an expiration date of 05/31/2015. The field service representative inspected the analyzer and performed a check test. Check test results were within specified limits. It was noted the sample had been previously frozen, and then thawed prior to testing. The customer stated they followed package insert instructions for thawing the sample, however it could not be confirmed that the customer followed all of the appropriate instructions regarding the thawing of frozen samples.